Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were observed around yellow and blue thermal dose threshold (tdt) lines. There were no patient complications reported in relation to this event.

Event description:
Additional information received indicated that the laser power was lowered from 100% firing power and that helped "slightly" with the cold pixels. It was also noted that the user let off the foot pedal once the cold pixels were witnessed.

Manufacturer narrative:
Additional information: event or problem.